Event description:
It was stated in the report that after the medical staff inserted the tracheostomy tube, they found that the cuff would not inflate and that the ventilator was alarming due to air leakage. They replaced the new tracheostomy tube. Air leakage can prevent oxygen delivered by the ventilator from fully reaching the lungs, resulting in inadequate ventilation. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.